Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected, but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a tsa procedure, the tip of a t-15 screwdriver broke off while using. The surgeon was inserting the inferior peripheral screw on the glenoid baseplate when the tip of the screwdriver sheared off and remained in the screw. When this happened the screw was 1-2 mm from being flush with the baseplate, which is required for the glenosphere to fit properly over the baseplate. The surgeon then used diamond and carbide burrs to shave the screw until it was flush with the baseplate. The rest of the case was finished as normal.

Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed that the distal tip of the ar-9545-t15-02 driver shaft was warped, and had broken off prior to receipt for investigation. The most likely cause(s) of this type of event include continually applying torque when the implant is not properly aligned, leveraging, or torquing while leveraging the device. It was not reported if a torque adaptor was being used during this event, which is recommended to prevent over-torquing that can lead to driver damage.